Manufacturer narrative:
An event regarding dislocation involving an unknown constrained acetabular insert was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: review of x-rays by a consulting clinician concluded: "there is insufficient documentation presented to complete this assessment." Conclusions: review of medical records confirmed the dislocation, however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op x-rays, operative reports, patient history and follow-up notes are needed to investigate this event further. If additional information and/or devices becomes available, this investigation will be reopened.

Event description:
The patient had a right internal hemipelvectomy and pelvic reconstruction due to chondrosarcoma on (B)(6) 2015. The patient required a revision due to dislocation of contrained liner. Revision of femoral head and poly.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a right internal hemipelvectomy and pelvic reconstruction due to chondrosarcoma on (B)(6) 2015. The patient required a revision due to dislocation of contrained liner. Revision of femoral head and poly.